Manufacturer narrative:
As received, the new set was removed from the package. The set was hydrostatic pressure leak-tested, with the clave in the activated position, according to product specifications, and no leaks were found anywhere along the fluid path. The original set which generated the complaint was not returned, nor was the mating device. The reported complaint could not be confirmed. A device history (DHR) of the reported lot and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
It was reported that cisplatin was found to leak inside double chemo bags. It was reported that the clear plastic piece in the center gets pushed in when they add drugs via the connector and did not pop back out to close the valve. There was no patient involvement. No additional information is available.